Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Concomitant medical products: 2088tc lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined right ventricular (rv) coil impedance. It was also rep orted that the cardiac resynchronization therapy defibrillator (crt-d) did not trigger an audible tone for the alert. The rv lead and crt-d remain in use. No patient complications have been reported as a result of this event.